Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media where a low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. Customer reports experiencing anxiety and was seen in the emergency room (ER) as the sensor reading was ¿30pts off from the finger prick¿; however, treatment details were not specified. There was no report of death or permanent impairment associated with this event.